Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent tlif (transforaminal lumbar interbody fusion) surgery. Post-operatively, the head of the screw seperated from the screw body. No patient complications were reported.

Manufacturer narrative:
Product analysis result: visual macroscopic dimensional visual inspection confirms the bone screw disassembled from the head. The ring and crown were still assembled in the head. About half of the ring is missing and the other portion is still seated in the groove of the head. The broken portion of the ring is missing and not returned. Macroscopic inspection of the inner head surface of the screw revealed multiple witness marks consistent with the threads of the bone screw head. Witness marks on the bone screw head are noted consistent with where the ring made contact with the bone screw head before the ring broke. The above observations are consistent with overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.